Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp and was unable to reproduce the reported issue. The fse performed a calibration, all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service. The full event site name in is (B)(6) hospital.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was broken and not working. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was broken and not working. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation), h10.